Event description:
A malfunction alarm, identified as malf 16, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to an alternate method of insulin delivery through multiple daily injections (mdi), and the pump was set to be replaced by technical support. The customer was also guided on how to prepare the pump for return.